Manufacturer narrative:
Additional information: it was reported that the catheter was reportedly secured as all other such catheters are secured and no abnormal force was exerted thereupon. The patient needed a new catheter and additional fluids as a result of the event. The patient experienced a loss of blood requiring fluid replacement measures, the exact quality and quantity of which were not indicated by the reporter. 510(k): preamendment. Investigation ¿ evaluation. A review of the complaint history, device history record, instructions for use (IFU), quality control, specifications, and a visual inspection of the returned device were conducted during the investigation, and no issues were found related to the reported issue. The visual inspection of the returned device noted no cracks in the hub; however, a 2mm split in the tubing of the device was noted just beneath the hub. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a patient received a single lumen distal aortic pressure monitoring catheter for unspecified indications. The arterial catheter was placed into the brachial artery and sutured tight to the skin. The blood pressure reading "went flat;' nonfunctioning for greater than 24 hours. The clinical clerk noted the device was cracked on the side of the hub and leaking while repositioning the line to assess for a kink or occlusion. The customer reports the device was 'not leaking outward from the patient arm" and queried if (there was) leaking into tissues as the upper arm was 'more swollen.' The arterial catheter was removed. No further event or patient information was provided.